Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a drop in blood pressure during the procedure due to an administered bolus of heparin. The leadless implantable pulse generator (ipg) exhibited variable thresholds during the implant. Following implant, there was an increase in the trend of thresholds and impedance values. The physician elected to continue to monitor the leadless ipg. The lpg remains in use. No further patient complications have been reported as a result of this event.